Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with issues noted. The reported problem of separation between protective shipping cap and transfer set was verified during visual inspection; loose blue pull ring cap inside an opened pouch was identified. The cause of the event was undetermined. The samples failed to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the package the pull ring of the transfer set was found to have fallen off. There was no patient injury or medical intervention associated with this event. No additional information is available.